Manufacturer narrative:
Visual evaluation found no issue with the device. There were no manufacturing issues following a review of the device history record. The origin of the foreign material is unknown, but it was likely residual from the customer¿s endoscope, or was introduced into the radial jaw device from the patient. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the packaging of the device was not damaged and the sterile barrier was not compromised. The forceps were tightly closed when advanced through the scope, and there was no issue while advancing the forceps through the scope. After the forceps exited the scope, when the physician opened the forceps to take a biopsy sample, it was noticed that there was a foreign body inside the cup of the forcep. The forceps were immediately closed and removed from the scope. It was reported that the foreign object looked like a piece of tissue. The procedure was completed with another radial jaw 4 single use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the packaging of the device was not damaged and the sterile barrier was not compromised. The forceps were tightly closed when advanced through the scope, and there was no issue while advancing the forceps through the scope. After the forceps exited the scope, when the physician opened the forceps to take a biopsy sample, it was noticed that there was a foreign body inside the cup of the forcep. The forceps were immediately closed and removed from the scope. It was reported that the foreign object looked like a piece of tissue. The procedure was completed with another radial jaw 4 single use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.